Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. Device was deemed beyond repair and scrapped. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed error message (sf140) related to alarm priority and (sf179) related to the super capacitor. There was no patient harm or serious injury reported as a result of this incident.